Event description:
Information received indicates the device was used during support for approximately one hour when high line pressure and reduced oxygenation was detected. The product was changed out during the case with no rpeorts of pt complication received.

Manufacturer narrative:
Analysis: the product has recently been returned to manufacturing for inspection. Product analysis is in progress. A supplemental MDR follow-up report will be sent to FDA with the results of device evaluation. Conclusion: no report of pt complication. An exact cause has not been determined for the reported product problem.